Manufacturer narrative:
Product event summary: a segment of the driveline cable was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned segment of driveline cable revealed damage to the outer sheath and wear to a previous repair of the outer sheath. Further inspection revealed damage to the insulation on all cables of the driveline, thus exposing the wires. No recessed pins were observed. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Log file analysis revealed two electrical fault alarms logged on (B)(6) 2019 at 08:30:36 and at 13:28:42 due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear-stator only). An increase in power consumption above normal operating range was noted starting on (B)(6) 2019 and three high watt alarms were recorded. The high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. Several vad disconnect alarms and electrical fault alarms due to open phases were logged on (B)(6) 2019, which may correspond with the reported wire manipulation during the splice procedure. As a result, the reported event was confirmed. The most likely root cause of the electrical fault alarms event can be attributed to driveline damage, likely due to the reported twisting of the driveline cable, exposing the wires; several wires may have come in contact with each other. The most likely root cause of the high watt alarms event can be attributed to the increased power consumption associated with single stator operation. A possible root cause of the driveline repair damage may be attributed to factors such as normal wear over time or improper handling. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).a supplemental report is being submitted for a correction. B1 was corrected from product problem to adverse event <(>&<)> product problem. B2 outcome attributed to adverse event was corrected from null to hospitalization and intervention req. H1 type of reportable event was corrected from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been update to reflect that report. F1 user facility. F2 uf/importer report number:(B)(4). F3 user facility name/address: (B)(6). F4 contact person: (B)(6). F6 date user facility became aware of the event: f7 type of report: initial. F8 date of this report: (B)(6) 2019. F9 approximate age of device: 5 years f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: home f13 report sent to manufacturer: aug-2019. F14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was at home when the malfunctions started and then went to the hospital. The driveline had two wires in contact that caused a short. After therepair the alarms cleared and the vad¿s function and parameters returned to normal. The patient remained in the ICU overnight for observation and then went to step down unit the next day.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damage due to excessive wear. It was stated that the ventricular assist device (vad) was operating in single stator mode as the driveline was heavily twisted and had wire damage. The event was associated with power consumption above normal operative range, high watts, continuous electrical fault and vad disconnect alarms. The patient was admitted to the intensive care unit (ICU) and was treat with intravenous (IV) medications in preparation for servicing procedure. A driveline sheath and splice repair were performed and a portion of the driveline was removed during the procedure. The driveline remains in use. No patient complications have been reported as a result of this event.